Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was implanted. It was reported that the patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent repair bladder defect, urinary incontinence repair nec due to stress urinary incontinence and urine leakage. It was reported that the patient experienced pain, infection, urinary/bowel problems, and dyspareunia. It was reported that patient underwent hx of baker¿s cyst, pain, grayscale and duplex technique on (B)(6) 2013. It was also reported that the patient underwent spinal lumbar complete on (B)(6) 2008. No additional information was provided. (B)(4).